Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer reloaded the cartridge to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. At the time of the report with tandem technical support, customer had not addressed bg.